Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that while in the intensive care unit the pump alarmed ¿sys error 6.¿ as a result, the pump was exchanged. There was no pt death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was interrupted for the timeframe required to exchange the pump. There was no reported pt complications and the pt outcome is listed as ok. The pump will be serviced by a third party svc organization.